Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during anterior fascial repair, retropubic tension-free vaginal tape, iatrogenic intraoperative bladder perforation (with the placement of the left tension-free vaginal tape arm), cystoscopy and vaginal packing procedure performed on (B)(6) 2015 for the treatment of stress urinary incontinence and grade 3 cystocele. During the implantation, there were 2 perforation sites observed at the left lateral bladder wall during the cystoscopy. Additionally, a small intravesical hematoma with no ongoing bleeding from bladder perforation was also observed. However, a proper placement of the left tension-free vaginal tape (tvt) arm was achieved after 2 attempts. The tape was adjusted free of tension and skin was closed with 2-0 vicryl rapide. Reportedly, an iodine soaked vaginal packed was used and the patient was hemodynamically stable.

Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2015 was chosen as a best estimate based on the date of the mesh was implanted. Initial reporter name and address: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.